Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a failed battery alarm during normal use. Customer's blood glucose was 145 mg/dl. Customer cleared the alarm and stated that the issue occurred 3 times today. Customer stated that the batteries were not in use before and were fully charged. Batteries were also stored in room temperature. Customer was advised that the pump will need to be replaced. Customer was asked verbally and in written form to return the pump for analysis.

Manufacturer narrative:
The insulin pump was returned for power loss alarms, low battery alarms and error 25 was confirmed in the long trace; the power loss alarms after the error 25. Detailed trace analysis confirmed the pump alarmed low battery and then the alarm 25 was triggered when backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes. Analysis of the micro timer in detailed trace confirmed that the root cause is the non-sleep anomaly software error. However, the insulin pump powered up properly after battery installation. The operating currents are within specification and no failed battery test alarms noted. The insulin pump had minor scratched lcd window, case and keypad overlay.